Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2018. Upon review, the implantable cardioverter defibrillator exhibited episodes of inappropriate high voltage therapies for supraventricular tachycardias with rapid ventricular response. Programming changes were suggested but the physician elected to change the patient's medications. The patient would be monitored at regular intervals. No further information was available.